Manufacturer narrative:
Product complaint # (B)(4). Batch # r58d7k. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition the knife was noted to be 2/3 advanced into the lockout region, thus the device would not open. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not return blade. During the pulmonary bulla resection, after fired, found could not return the blade and the reverse button was loose. Used the manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.